Event description:
It was reported that the devices were used during an unknown procedure. The devices misfired. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Instrument b: batch # d9e47k, exp date: 8/5/2012; mfrg date: 9/5/2007; broken advancer. Eval summary: the analysis results found that the el5ml device (a) was received in good visual condition and with one j form clip in the jaws, the clip was analyzed and no conclusion could be reached as to how the j form occurred. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that one el5ml device (b) was returned with the advancer tip broken off. The instrument was cycled and it short fed the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.